Event description:
A malfunction was reported by the customer with a malfunction code displayed. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, resolving the issue, and the customer was instructed to continue using the pump and to call back if the malfunction recurred.